Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: yellow particles on the shell. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior and device appearance: metal backing (needle guard) was separated from the silicone port. This case is not considered a workmanship since the device was not received in the original sealed packaging. However, a further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: one striated opening on the anterior due to surgical damage consist in the use of some surgical tool and metal backing (needle guard) was observed separate from the silicone port. The reason for reoperation: metal backing was separated from the silicone. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to a company representative "metal backing was separated from the silicone port" of a tissue expander. Affected side unknown. Device has been explanted.